Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction/internal fixation for a femoral intertrochanteric fracture with the product in question. The patient has a 4 cm medullary cavity due to the effects of childhood osteomyelitis. The surgeon used the lcp-dhs135° 5-hole plate. To place the rate locking screw, he measured with a depth gauge and found 50 mm, which was not enough for the longest 46 mm screw in the set. He put locking screws in all the holes, but all five screws failed to capture the contralateral cortex. He decided to wrap the nespron cable because he was concerned about the fixation strength, but the bone was too thick to pass through the passer. Then, when he passed the passer, he injured a blood vessel and it bled. Also, the passer was not long enough or curved enough, and the tip did not come out over the soft part, making it difficult to pass the cable through, and it took a long time to wind it. The surgery was completed successfully with a 40-minute delay. No further information is available. This report involves one lcp dhs-pl 135° 5ho l108 standbarrel tan. This is report 1 of 1 for (B)(4).